Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) (B)(4) performed an onsite investigation and repaired the device by replacing the damaged power rocker switch. In addition to replacing the rocker switch, the technician correctly rearmed/reseated tubing, and confirmed the machine pressures, flows, conductivity and temperature were within specifications. The machine was tested in simulation dialysis mode, functioned satisfactorily and was returned to service. A serial number search in the ptc complaint system found no other complaints with the same symptoms within 90 days of the notified date. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k2 hemodialysis (hd) machine had a visibly burned power rocker switch and gave off a burned odor. The burned board was noticed during machine repair for a monitor that would not power on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. A fresenius (B)(4) technician reportedly replaced the burned power rocker switch and reconnected the tubing to resolve the issue and return the machine to service. Additional information was requested but was not provided. If additional information is received, a supplemental report will be submitted.